Event description:
It was reported that this subcutaneous implantable cardiac defibrillator (s-ICD) system recently delivered an inappropriate shock due to t-wave over-sensing and the patient's elevated rhythm morphology during atrial fibrillation. The patient was subsequently evaluated in-clinic where the automatic screening tool was unable to determine the most suitable sensing vector. However, the physician elected to reprogram the s-ICD to the secondary sensing vector and increased the programmed shock zones to resolve the event. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.